Event description:
The customer reported that the device stopped pacing when in use on a patient.

Manufacturer narrative:
(B)(4): the customer reported that the device stopped pacing when in use on a patient. The outcome for the involved patient is unknown. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue.